Event description:
Bioabsorbable screw was broken during insertion. Screw was left fixated to the graft. Surgeon did not use any other fixation device at the time of the event. Situation was reported as resulting in the "wrong graft". No other procedural information was available. The impact of this malfunction to the patient is not known.